Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed a "poor pad contact" message. The device was brought to the facility's biomedical department and during testing the device was unable to decrease the energy settings. Complainant indicated that there was no patient involvement in the reported malfunction.